Event description:
On (B)(6) 2010, pt reported an occlusion (e4) on infusion device, which led to hyperglycemia. It was initially reported that blood glucose elevated to 512 mg/dl. During follow-up, pt reported his blood glucose was approximately 350 mg/dl. Target blood glucose is 100-180 mg/dl. Pt delivered a correction bolus of approximately 5-6 units and changed the insulin cartridge and infusion set on his infusion device. This resolved the occlusion. Pt spoke with nurse for guidance to treat hyperglycemia. Pt does not know how long insulin cartridge or infusion set were in use when occlusion occurred. There was no blood in infusion set tubing. Product has been discarded and will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.